Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that there was a buildup of eschar within the jaws which made blade actuation difficult. The jaws and blade channel were cleaned and the blade was able to actuate and retract smoothly. The device handle and latching mechanism were tested but no rough actuation or loud noises when latching were noted. The unit was disassembled for further evaluation and no damages or defects were noted. The unit was found to meet all mechanical specifications. The root cause remains unknown as engineering was unable to replicate to incident experience. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented a spring-loaded handle mechanism intended to facilitate opening of the handle and jaws after each activation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole with lysis of adhesions. "Dr. (B)(6) was performing the case. After 12 fires he said that the handpiece seemed 'rickety' and that it was hard to open the jaws after firing. There was no sticking on the jaws themselves, but pushing the handle forward to open them required a good amount of effort. I was in the room and noticed that the sound of the handle releasing and seemed louder than in previous cases. Dr. (B)(6) used a voyant 5mm fusion the previous day with no problems and aid that this handpiece was noticeably harder to open and close. He complained of hand fatigue after 25 fires, whereas the previous day he fired the handpiece 120+ times with no complaints. After 40+ fires dr. (B)(6) requested a new handpiece, which performed better." Patient status - "at home with no issues."